Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an unknown noise, oversensing and pacing inhibition, that caused less than 2 seconds of asystole in the patient. These issues appeared upon this patient's implantable pulse generator (pacemaker) replacement. No visible signs of damage were noticed on this rv lead. No additional adverse patient effects were reported.